Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to fracture of the femoral stem taper.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown ; PMA/510(k) number; manufacture date ¿ unknown.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the stem taper had fractured inside the taper insert and there was possible evidence of taper fretting; however, examination of returned device was inconclusive.